Event description:
The manufacturer received information alleging a patient experienced throat irritation while using a dreamstation 2 advanced auto CPAP. The patient also alleges an electrical and mold smell coming from the heating plate. The dreamstation 2 advanced auto CPAP was returned to a third-party service center for evaluation. During the evaluation it was noted that the device's heater plate is burned. The root cause is not confirmed at this time. The device has been forwarded to the product investigation lab for further evaluation. The manufacturer's investigation is ongoing.